Event description:
A guidewire was advanced manually and oriented magnetically into the mid/distal circumflex artery. Shortly after delivering the wire, the physician discovered a dissection of the artery. As quickly as possible the physician advanced a conventional wire and removed the magnetic wire. Two 24mm stents were delivered to repair the dissection. The patient left the lab in good condition headed for recovery.